Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that the ambulance was called. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 900 mg/dl at the time of hospitalization. The customer's blood glucose was 103 mg/dl at the time of call. The customer stated that the paramedics treated the high blood glucose. The customer stated that they were given IV at the time of hospitalization. The insulin pump will not be returned for analysis.